Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with loss of capture in the right ventricular lead. Programming changes were made. The lead was capped and replaced on (B)(6) 2019. Patient status was stable before, during and after the procedure.